Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Particular areas of review are inspection of high frequency output and appearance. Upon inspection, it was confirmed that the teflon pad (tissue pad) of the device was partially peeled. The exact cause of the reported event cannot be determined. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: the tissue pad was worn as no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue; the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the ptfe pad (teflon pad) of the was partially separated from the device upper jaw. No piece of the teflon pad was broken off. The procedure was completed with a new device. There is no harm or adverse impact to the patient. The device was inspected prior to use.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. It is not known when during the procedure the event occurred. The concomitant devices used in the procedure are not known.

Event description:
Addendum (B)(6) 2022: the procedure is hemicolectomy. There was no delay in the completion of the procedure.